Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: it was reported that the handle is broken. Against the reported problem the handle is not broken but cracked. The blue plastic handle was found partially cracked near the small longitudinal slot. The part is in used condition and some wear marks are visible. Dimensional inspection: due to the damages the relevant dimension could not be measured. However the parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Document/specification review: the manufacturing specification were reviewed, and this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Summary: our investigation has shown that the complaint condition is confirmed due to the visible crack. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. We suppose that a mechanical overload situation during use could lead to the damage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.400.111, lot number: l999350, manufacturing site: bettlach, release to warehouse date: 31. July 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that before surgery on (B)(6) 2020, when two (2) handles were delivered to the hospital, the hospital found that they were broken at the buttons. There is no adverse event to the patient and no surgical delay. This report is for a handle for screwdriver shaft. This is report 1 of 2 for (B)(4).